Event description:
Pt was treated on late march 2003. Pt developed soft dimpling over the parotid/masseter muscle area appearing at about four months post treatment. Thermage was notified of event in 2003. Status of most current follow-up; 3/2004 the dimpling has improved but has not completely resolved.